Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had radiation in their hips at the start of (B)(6) 2016 and stimulation turned off on its own. The patient never saw a power on rest (por) on their programmer but he was having programmer issues and couldn't turn the ins on. The patient had a CT scan the week prior to (B)(6) 2016 and stimulation turned on by itself. A 0 x 400 parity error por was reported and the rep was able to successfully clear the por with the physician programmer. Stimulation was turned on, it was working appropriately, and therapy was adequate. Since approximately three weeks prior to (B)(6) 2016, the patient had been having issues connecting the patient programmer with the ins, and sometimes the programmer would not turn on. The patient replaced the batteries several times and the issue continued. The patient did not normally use an antenna as the ins was in their abdomen, but when they did use the antenna the programmer worked. It was noted that there was not an out of box failure reported. The rep tried multiple sets of batteries in their physician programmer which worked fine, but then the rep used them in the patient programmer and the programmer still would not turn on. The patient programmer was functioning intermittently and as of (B)(6) 2016 it wouldn't power up at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.